Event description:
The manufacturer became aware of a literature published by the ¿rhode island hospital, department of orthopaedics, united states¿. The title of this report is, ¿is distal locking of long nails for intertrochanteric fractures necessary? A clinical study¿, published on july 28, 2014, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at http://dx.doi.org/10.1016/j.jcot.2014.06.001. This report includes an analysis of the clinical data that was collected on 107 patients, and the cases in this study range from 2006 to 2012. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced trochanteric bursitis, requiring revision. The report states that, ¿three months after initial surgery, the lag screw was revised to a 75 mm screw due to trochanteric bursitis¿.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of trochanteric bursitis, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.